Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that they replaced battery and still insulin pump was not working. Customer stated that the contact missing inside battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device had cracked battery tube threads. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).